Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the device was removed from the patient's body for inspection and a small clot was noted on it. The clot was cleaned from the device and was then implanted successfully. No additional intervention was performed. The patient's condition was stable.